Event description:
It ws reported the pt was experiencing auto-reducing. The sjm rep met with the pt and was able to resolve the issue and regained adequate stimulation. The sjm rep found via diagnostics the lead had invalid impedances. The pt reports that the stimulation is recovering her pain but not as effectively as desired. Pt does not want surgical intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.